Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the needle plunger was removed, the suture malfunctioned and a cuff miss occurred. The proglide was removed a second proglide device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was available.